Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The ventilator interface board was replaced. No report of patient involvement.

Event description:
The hospital reported the unit had a failure that affected mechanical ventilation. There was no reported patient involvement.